Event description:
The reporter stated that she did back to back blood glucose testing, within minutes, using separate finger sticks and strips. Her results were 85 and 135 mg/dl. She stated that she was feeling dizzy, nauseous and "wobbly when she walked." Due to the unavailability of strips and control solution, no control testing was done. On followup, the lifescan representative reviewed qc procedures and discussed meter/lab comparisons with the reporter. No harm was alleged.